Manufacturer narrative:
The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected, and no damages or defects were found that would contribute to a dislodging of the cannula. The cause of the reported dislodged cannula could not be determined. In addition, the exposed portion of the soft cannula was observed to be flattened and stretched. The distal tip of the soft cannula was observed to be damaged and a tear was also observed near the distal tip. The timing and cause of the damages to the soft cannula could not be determined. During investigation, insulin was unable to pass through the entire fluid path and exit the distal tip of the soft cannula due to the soft cannula being flattened.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent/kinked from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 370 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and bent/kinked, while wearing it on the hips/buttocks. For treatment, manual injection was administered.